Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient who was receiving li oresal at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported (B)(6) 2016 that a flipped pump was suspected due to refill difficulties starting the week before on ¿maybe (B)(6).¿ they were inquiring about pump orientation with an anteroposterior (ap) x-ray. It was noted that they still had been unable to refill the patient¿s pump. They had a scheduled fluoroscopy suite for the next week from (B)(6) 2016 per the hcp. No symptoms were reported.